Manufacturer narrative:
Unit had severely scratched display window, severely scratched/dented case, broken reservoir tube lip, missing motor, a cracked and bleeding lcd glass, a torn keypad overlay and broken off end cap. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump had been lost, but they recently found it. Customer's mother reported that the device was smashed and destroyed. The customer's mother stated that the device looked to have been run over by a car. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.